Event description:
It was reported that the cordless driver was overheating during a procedure. No adverse event was associated with the device.

Event description:
It was reported that the cordless driver was overheating during a procedure. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation for the reported overheating. Upon disassembly for visual examination, the alleged failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance, and returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.